Manufacturer narrative:
Three attempts were performed to obtain additional information, including their positive culture test results and the cleaning, disinfection, sterilization information, but no response was received from the customer. The device was evaluated by olympus and no abnormalities were observed related to bacterial detection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the cause of the bacteria detected could not be determined. It is unknown if there were deviations from the reprocessing instructions in the instruction manual. Therefore, the relationship between the device and the initially detected bacteria could not be identified. The event can be detected/prevented by following the instructions for use: the bf-uc180f instruction manual provides the reprocessing methods in chapter 6 ¿compatible reprocessing methods and chemical agents¿ and chapter 7 ¿cleaning, disinfection, and sterilization procedures¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels and distal end of the scope were cultured and no contamination was detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera ii ultrasonic bronchofibervideoscope tested positive for an unexpected contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.